Event description:
It has been reported to philips that the geo module does not work properly on one side of the table - c-arm. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that geo module does not work properly on one side of the table - c-arm. Review of the log file showed geometry module orientation switch problem. Upon troubleshooting, the fse checked logfile and identified many parts were defected. To resolve this issue, the fse ordered and replaced all the defective parts. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.